Event description:
It was reported that the patient had redness at the device implant site due to infection. The infection was not related to abbott's device. The implantable cardiac defibrillator (ICD) and the leads had also eroded through the skin. The ICD and the right atrial (ra) lead, the right ventricular (rv) lead and the left ventricular (lv) lead were explanted due to the infection. The patient was stable throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.